Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the applier would misfire and the clips would not close. A second applier was opened to complete the case. No consequence to the pt.

Manufacturer narrative:
H4: d5 information unavailable. H6: code 400(other): yielded jaws. Based on the inquiry information received and the visual examination, it was concluded that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.